Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no damage found to the keypad. The bolus button is difficult to push. Bolus button removed; contamination found in bolus button, bolus button slug is misaligned. Keypad removed; no damaged misaligned contacts found, contamination found under all button contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the audio bolus button is not responding consistently to user input. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.